Manufacturer narrative:
One non-sterile smart control, iliac 6x20mm was received coiled in a plastic bag. A kink was found 5.5cm from the ID band; the locking pin and stent were not received. No other discrepancies were found. Deployment process was performed without the stent per (B)(4) and no resistance was found. Blood residues were found on the inner lumen the usable length was measured using a calibrated ruler (B)(4), and it was found to be 31.92" which is within the specification of 32.04" +/- 0.5" per drawing (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The "deployment difficulty-premature/in patient" condition reported by the customer was not confirmed since the stent was not received and no discrepancies were found during dimensional and functional analyses. The cause of this condition could not be conclusively determined; however it does not appear to be manufacturing related, controls are in placed at the final assembly and packaging processes to prevent this type of failure, as well as there are inspections in place to detect this type of failure in the sds, reference procedures documented in route sheet # (B)(4). The cause of the bent condition found during the analysis could not be conclusively determined; however it does not appear to be manufacturing related, controls are in placed at the final assembly and packaging processes to prevent this type of failure, as well as there are inspections in place to detect damages in the sds, reference procedures documented in route sheet # (B)(4). Handling and the coiled condition of the unit received for analysis may have contributed to this condition. Neither the DHR review nor the product analysis suggest that the condition reported by the customer is manufacturing related, therefore no actions will be taken at this time. With the limited amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
After initiating stent deployment, the user decided to try to reposition the smart control sds. However, while doing so, the stent pre-maturely deployed. It is believed that the stent was deployed fully in the patient at that point, but this has not been able to be confirmed. There was no reported patient injury. No additional information regarding patient, lesion or procedural characteristics for this event has been provided.